Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a section of the cartridge came off and became stuck in the pump. Customer's blood glucose was 97 mg/dl. Reportedly, customer was able to remove cartridge from pump.